Event description:
The facility's compounding pharmacist reported to baxter (B)(4) that an all-in-one empty container had foreign matter inside the bag. This condition was observed before use. There was no patient involvement; therefore there was no report of patient injury or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). Device evaluation: 8 unused samples were available for evaluation. A visual inspection revealed particulate matter inside the fluid path of the bag in 2 out of 8 received bags. The reported condition was not confirmed for this sample. No other tests were performed. The assignable root cause for the reported condition is unknown. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.